Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09054. It was reported x-ray imaging has confirmed a left lead migration. Reportedly, the patient will meet with the physician to discuss the next course of action. Note: both leads are being reported as it's unknown which lead has the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-09054. Follow-up identified the issue still persists and the next course of action is undetermined at this time.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-09054. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted.